Event description:
Solicited call" patient's mom reporting having a "faulty batch" of cassettes. She is unable to "open/close" them. Mom was unable to provide any information on the product itself at this time. She has been able to use other back up cassettes in the meantime. No side effects reported. No other information reported. Reported to (B)(6) by pt/caregiver.